Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 44mg/dl, and the sensor read 88. The customer also stated that the sound on the insulin pump is not loud enough. No additional information was provided.